Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to their health care facility after reporting they received five shocks. The patient reported hearing the device beep approximately five times before receiving multiple shocks. The patient also reported they feel lightheaded every so often. Additionally, the patient experienced discomfort from the delivered shocks. Subsequently, the patient was admitted to the hospital. The patient reached out to technical services (ts) while hospitalized and ts refereed the patient to their physician for specific device programming. At this time, the device system remains in service. No additional adverse patient effects were reported.